Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she was experiencing flickering in her peripheral vision and seeing multiple rings around lights at night. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).